Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 579 mg/dl and a high level of ketones. Reportedly, customer did not have non-tandem continuous glucose monitor supplies, and therefore the pump's control iq feature could not deliver auto-boluses; however, customer believed that the pump would still deliver an auto-bolus, despite the continuous glucose monitor not being in use. Additionally, customer was not manually checking bg levels, and did not deliver any boluses in an attempt to treat bg level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.